Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Device evaluation: product testing could not be performed since the device was not returned. The customer's reported complaint could not be verified. Manufacturing records evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints revealed that no additional investigation requests for this production order number have been received. The directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Investigation results reveal there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had packaging issue. Per additional follow-up customer stated the injector plastic package was torn. There was no patient involvement. No additional information provided.